Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The log file contained approximately 21 days of data (B)(6) 2022 per the timestamp). The log file captured no external power and low voltage hazard alarms on (B)(6) 2022 at 22:25:04 and on (B)(6) 2022 at 3:15:19 due to temporary losses of ac power while connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. The alarms were resolved when power from the mpu was restored. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. (B)(4) was shipped to the customer on (B)(6) 2022. Review of the device history records revealed that the mpu was shipped with a v-lock ac power cord. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) and heartmate ii IFU (rev. C) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through investigation of the log files that no external power events were recorded on (B)(6) 2022 that occurred due to loss of power to the mobile power unit (mpu). There were no ac power cord or environmental issues that could have contributed to the no external power events. The mpu was reportedly working as intended.